Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose on (B)(6) 2017. The customer reported being brought by ambulance and admitted. The blood glucose value at the time of admission was 900 mg/dl. The customer was treated for the high blood glucose level with an insulin drip. The customers current blood glucose level was 319 mg/dl. The customer did troubleshooting previously. The insulin pump will not be returned for analysis.